Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failure was forcing staff to perform a manual count of lorazepam each time the failure occurred, even when they were pulling other medications. Each failure required the remote manager to be recovered before normal operations could resume. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed to close. A field service engineer (fse) addressed the customer reported issue of the remote manager failing by powering down the station, crimping the spade connectors, and cleaning and applying carbon grease to the latch. The system functioned as intended after the field service engineer repaired the device.